Manufacturer narrative:
(B)(4)). The affected product has been received and the evaluation is pending. A f/u report will be submitted once the evaluation is completed.

Event description:
The customer reported an IV set leaked at the silicone segment during patient use. The pump module was alarming "air in-line" the user opened the door to clear the air and while removing the set the silicone segment separated at the upper fitment and fluid leaked. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.